Event description:
During a mako clinical trial adverse event data report it was found that a patient required arthroscopic surgery with itb release.

Manufacturer narrative:
Update to d2. Reported event: it was reported ¿during a mako clinical trial adverse event data report it was found that a patient required arthroscopic surgery with itb release.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: review of the device history records was not completed as the robot number was not provided. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - other. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays, return of the device and case session data/logs are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako clinical trial adverse event data report it was found that a patient required arthroscopic surgery with itb release.